Manufacturer narrative:
The investigation has been completed and the alleged touchscreen issues were verified. No failure was found regarding the cartridge issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was cracked and unresponsive; cause was not known. Additionally, it was reported that a cartridge dislodged from the pump and would not fit back onto the pump after attempting to reinstall the cartridge. There was no reported adverse impact to the customer's blood glucose level. A follow-up call to ensure back up therapy was obtained was declined by the customer.